Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a type ia endoleak, aneurysm sac growth of 14.5mm, and a proximal extension migration of 20mm. The event is most likely user-related due to the patient's off-label neck anatomy of 32.72mm (IFU states should be 18-32mm) and neck length of 13mm (should be [?] 15mm). In addition, the presence of thrombus in the neck (cautionary product use) likely contributed to the type ia endoleak. The patient was also lost to follow-up for four (4) years, which likely contributed to the delay in treatment of the type ia endoleak (cautionary product use). No procedure-related harms were identified. The final patient status was discharged post-operative on day two and stable at home after a successful secondary endovascular procedure which included bilateral renal snorkels. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with strata.

Event description:
Additional information received confirming that the physician elected to treat the patient by relining with a bifurcated afx2 device, one (1) infrarenal afx, and one (1) suprarenal afx devices on (B)(6) 2019. The endoleak was confirmed resolved at the conclusion of the re-intervention and the patient tolerated the procedure well. In addition, clinical assessment identified that the patient's neck anatomy was off-label at the time of the initial implant, and thrombus was present prior to the index procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, an aggressive type ia endoleak, endograft migration of 2cm, and aneurysm enlargement to 5mm were detected by by cta scan. The physician plans to perform open repair and will continue to monitor the patient who is reportedly stable. There have been no additional patient sequelae reported.